Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the cause of the out of range impedances is unknown; however, the patient had a chiropractic adjustment to her neck before this issue started. The lead revision has not been scheduled, and the patient is looking for a surgeon. The out of range impedances have not been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that when the rep read impedances, they were all out-of-range (oor). The rep reported that the patient needed to get a lead revision now. A surgical intervention was not planned at the time. The patient's medical history included migraines. The patient status at the time of the report was alive with no injury. No symptoms or further complications were reported/anticipated.